Event description:
A report was received that a patient was having issues obtaining a full charge on her ipg. The patient's database was analyzed and confirmed premature battery depletion. The physician replaced the patient's ipg and the patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of premature battery depletion was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.

Event description:
A report was received that a patient was having issues obtaining a full charge on her ipg. The patient's database was analyzed and confirmed premature battery depletion. The physician replaced the patient's ipg and the patient is reportedly doing well.